Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article ""low implant migration of the sigma medial unicompartmental knee arthroplasty"" (2017) by daan koppens, maiken stilling, stig munk, jesper dalsgaard, søren rytter, ole gade sørensen, and torben bæk hansen published by knee surgery, sports traumatology, and arthroscopy https://doi.org/10.1007/s00167-017-4782-5 was reviewed. The article purpose: to evaluate implant migration of the fixed-bearing sigma medial unicompartmental knee arthroplasty. The article reports: fifty-six patients were included from december 2012 to december 2013. All patients were implanted with a sigma high-performance partial knee system. Patella resurfacing was not mentioned within the article. Cement was used, but the article does not disclose the cement manufacturer. One patient had a liner revision 1.5 months after the primary surgery. The liner was dislocated due to cement residue on the tibial component. This was removed and a new liner inserted, after which the patient had a well-functioning knee. Depuy products involved: sigma fixed bearing unicompartmental knee system complications: implant dislocation (1), medical device implant removal (1), surgical intervention (1) this complaint is to capture the adverse events associated with the (B)(6) male.